Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported pod activation error. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient experienced vomiting, blurred vision, and a high fever and sought medical attention on (B)(6) 2026, after receiving a ¿cannot find pod¿ error on the controller during pod activation, and the new pod could not activate. No specific blood glucose levels were reported. The patient¿s mother confirmed that the pod was filled with 100 units of insulin and that the pod emitted the expected double-beep during filling. The patient was admitted to the hospital and diagnosed with diabetic ketoacidosis where they were treated with intravenous insulin. Discharge was expected on (B)(6) 2026. No further information was provided.